Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited bipolar and unipolar lead impedance warnings. Impedance was noted to be high. It was reported that ra lead exhibited a polarity switch which was attributed to an atrial valve replacement, capture could not be confirmed and possible undersensing was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.